Event description:
Add'l info received 9/23/99: the final analysis confirmed a long charge time and is related to a capacitor anomaly, which results in long charge times despite monthly capacitor reformation. The calculated shelf factor for this device was >2.0 (2.47 was calculated value), therefore the capacitor was considered out of specification. It should be noted that therapy is still delivered despite there being a longer than expected initial charge time. Total implant duration time for the device was approx 18 mos. The device was implanted on 1997 and explanted on 1999.